Event description:
Started when placed in 2006. Ablation at same time as essure coils. Shortly thereafter, raynauds surfaced - multiple tests. Then thyroid tsh went clear up. After testing, diagnosis was hashimotos thyroiditis. The osteoarthritis came on so quickly and suddenly that I couldn't walk and have had two total knee replacements. The last 3 months, I've been told my kidneys were failing, my liver was failing and my heart was as well. This doesn't even address the handfuls of hair and the cramping and pain that occurred. From this pet fibers to the primary nickel who's only job is to cause chronic inflammation. There is no history of kidney, liver or heart issues in my family. My mom has a few auto immune issues - but I'm approx 25 years ahead of her. None of my 3 other sisters have any auto immune issues.